Event description:
It was reported to a physio-control service agent that the customer's device did not power on during the check that the crew did before their shift. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the user interface pcb assembly and verified proper device operation through functional and performance testing. The device was returned to the customer for use.